Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) assisted with troubleshooting. The hp stated they pressed go before connecting. The tsr reviewed proper procedure. The hp would start over with new supplies. This writer contacted the home patient (hp) for a follow up regarding reported problem. The hp clarified that they did initiate therapy before connecting, and then they connected to the set. The hp stated they caused the alarm. The hp stated that the alarm occurred after they had connected to the set. The hp stated there is nothing unusual with the supplies. They stated they are doing fine. Therapy went fine for that evening once they redid the setup. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient (hp) clarified that they did initiate therapy before connecting, and then they connected to the set. The hp stated they caused the alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.